Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her child's insulin pump alarmed no delivery four separate times and was during a bolus attempt. Mother indicated that her child went to the hospital with 450 mg/dl and had diabetic ketoacidosis. Customer does not recall any significant events leading to the error. Customer indicated they were unable to troubleshoot and would call back. No further information was given.